Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients, multiple adverse events and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following adverse events and failure modes: death, oversensing, and a rise in impedance, inappropriate shocks and apparent fracture. The status of the leads are unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no lead ID was provided, it is unknown if this event has been previously reported. Referenced article: comparison of sprint fidelis and riata defibrillator lead failure rates. International journal of cardiology. 2013;168(2):848-852. (B)(4).